Manufacturer narrative:
The involved device has not been returned for eval, which limits the failure investigation. Retention samples from the reported lot, the previous lot and the subsequent lot were evaluated. All samples were found to be within spec with no abnormalities. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. There is no indication that there was any relation to a pre-existing device defect. All available info has been placed on file in qa for appropriate tracking, trending, and follow up.

Event description:
After completion of an av fistulogram with angioplasty, the post-procedure imaging was delayed for approx two minutes due to separation of the introducer sheath hub from the sheath catheter. Reportedly, the result of this delayed visualization of extravasation of contrast was that "the pt had no permanent injury but was left with a larger hematoma than would have occurred."